Manufacturer narrative:
Upon receipt of this key switch at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned product found that this key switch was received in pieces, the contacts were tested and they open and close as designed. According to the information provided, even though the product analysis states that the component was in good condition, after the field service engineer changed the key switch, the issue was resolved, and the unit was within specification. Therefore, it is likely that the key switch was damaged and the reported allegation was confirmed. Based on analysis and the information available the damaged key switch could have affected the device performance leading to the event experienced by the customer.

Event description:
It was reported that during preparation, the console key switch was spinning. The procedure was not completed due to this event. There was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Event description:
It was reported, that the console key switch was spinning. There was insufficient information about the outcome of the procedure. Information stated, the procedure was not completed, due to this event. This event is being reported for aborted/cancelled procedure, with a patient under anesthesia or sedation status unknown.